Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4)reason for original complaint ¿ asr revision - left hip. Type of hip replacement product: asr xl acetabular system (left). Update: added item numbers and hospital name amended date of revision. Received: (B)(6) 2013. Reason(s) for revision: unknown. Update- added lot numbers for cup, head and sleeve taken from claimsuite dated (B)(6) 2013 update - received 4 march 2013 - reason for revision. Reason for revision: component loosening. Update - added stem, querying lot number for sleeve and component loosening. Taken from claimsuite dated (B)(6) 2015. Update - added lot number manufacturing and expiry date for sleeve. Stem became loose. Confirmation that this is the first of 2 surgeries. The cup and head remained in situ but both the stem and sleeve were revised and replaced. For the second surgery please see com 114176. Info taken from stem loosening email dated (B)(6) 2015 and products email dated (B)(6) 2015. (B)(6). Lot number for sleeve - 1811611.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Manufacturer narrative:
Depuy still considers the investigation closed.

Event description:
Update - attached operative notes and product stickers, added patient gender and date of birth. Taken from email dated 7th may 2015.